Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a collapse and was transferred to the emergency room. Device interrogation revealed a ventricular tachycardia (vt)) accelerated to ventricular fibrillation (vf). Eight unsuccessful shocks had been delivered and external shocks were required to successfully convert the patient. Two further episodes were experienced that were successfully converted appropriately by device shocks. An internal technical service consultant was contacted and it was thought this may have been due to the patient's condition or to therapy in a lower zone that accelerated into vf. A review of the data was performed by technical services. The vf rhythm appeared to have been appropriately and maximum energy shocks were delivered. The ambulance delivered three external shocks within two minutes of the collapse. An electrophysiology study was recommended to further understand the effectiveness of anti-tachycardia pacing (atp) . In addition, upgrade to a higher maximum energy shock device. These options will be provided to the physician for further consideration as the patient with this device reportedly has a very sick heart.